Event description:
Per the clinic, the patient experienced an extrusion of the device where a skin-flap repair was performed but the device extruded again secondary to skin breakdown and skin necrosis. There was a skin infection that was treated with IV antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.